Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called and stated that she is trying to upload the customer's insulin pump but they are getting a blank screen. Caller was advised that she has to install the java plug-in. Caller was walked through the java install and was able to upload. Customer's blood glucose was 425 mg/dl due to being sick. The battery died in the pump, so the customer was without basal. Customer's mother stated that the battery died after 3 weeks. Caller was advised that the normal battery life is 5-7 days. Customer treated with the pump.